Manufacturer narrative:
Additional information: d9, h3, h6 and h10. H3: manufacturer evaluated device was changed from no to yes and device returned for evaluation was changed from no to yes. H6: type of investigation was updated to include b01 for the actual sample received. H10: subsequent to the photo evaluation of both samples (previously reported in the initial report); one (1) actual sample was received for evaluation. A visual inspection of the actual sample with the naked eye was performed which noted a crack on the rim of the minicap. Dimensional measurements were performed and the device met specifications. Functional testing revealed the device failed the leak test. The reported condition was verified during the evaluation of the actual sample. The cause of the reported condition remains as undetermined (as reported on the initial report). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual devices were not available; however, photographs of the samples were provided for evaluation. The returned photographs were reviewed, and it was noted that there were cracks on the rim of the minicaps. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a crack was observed on two (2) minicaps which resulted in iodine leakage. This occurred during use for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.